Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillator was part of a system revision due to infection and sepsis. Surgical intervention was needed to resolve the issue and the product was explanted. No additional adverse patient effects were reported.